Event description:
It was reported by a physician that a patient's vns system has high lead impedance which was observed on systems diagnostics. The patient was referred for vns revision surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date